Manufacturer narrative:
Two vials of the complained test strips were returned by the customer. The returned strips and reference retention meter were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 2.7 inr. Donor 2 inr: 2.5 inr. Donor 1 hct: 49%. Donor 2 hct: 47%. Testing results: vial#1 donor #1: master lot: 2.6 inr, customer strip and retention meter: 2.7 inr. Donor #2: master lot: 2.4 inr, customer strip and retention meter: 2.5 inr. Vial#2 donor #1: master lot: 2.6 inr, customer strip and retention meter: 2.6 inr. Donor #2: master lot: 2.4 inr, customer strip and retention meter: 2.5 inr. All inr values were within the specified maximum difference between measurements. The patient samples were always identified as blood. No error messages occurred. The returned material and the retention material meet specifications. No information was provided that would point to a cause for the result discrepancy.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient tested with coaguchek xs meter serial number (B)(4). The customer stated that three boxes of the same lot number of test strips have not worked properly. The customer stated that she has lost a lot of strips due to either the strip not being detected or an error on the meter. The customer states that the test strip appearance is ok, the meter is not in an area of direct light, the tested patients are not anemic, the test strip's sample area is always completely filled, and the strips are inserted correctly. The customer stated that she has discarded a lot of strips and is eventually able to get a strip to be detected by the meter so that she can test a patient. On (B)(6) 2017, she tested the patient with the meter and the result was 4.0 inr accompanied by a "c". The customer then repeated testing of the patient using a different fingerstick and the result was 2.8 inr. The measurements were performed within 7 hours of each other. The customer believed the value of 2.8 inr to be correct. The patient did not need to be treated and the doctor did not change any of the patient's medications. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is every 4 weeks. The patient's hematocrit was not lower than 25 %. The customer could not remember if she had to strongly squeeze the patient's finger for the first measurement of 4.0 inr. The patient does not take heparin or direct thrombin inhibitors. The patient does not have antiphospholipid antibodies. The patient has had no changes in coumadin medication, no new medication, no illnesses, no diet changes, and no bleeding or bruising. The customer's product was requested for investigation and replacement product was sent to the customer. Relevant retention test strips (lot 176189-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications.